Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. Unable to prime during the prime test due to a faulty force sensor resistor. The motor was test outside the device and passed. No motor error alarms noted. Intermittent button response noted during testing due to moisture damage on keypad traces. The device had a scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.